Manufacturer narrative:
Voluntary medwatch report received: mw5158817.

Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead explanted due to infection. The patient experienced no consequences.